Manufacturer narrative:
Product ID 8929, serial # (B)(4), product type accessory; product ID 8929, serial # (B)(4), product type accessory.

Event description:
It was reported that a procedure was rescheduled because a prostiva radio frequency (rf) generator would not communicate with the available hand pieces. The operation was rescheduled for later the same day. The handpieces were recognized by another rf generator when tested. "This is an indication the failure to recognize the handpieces may be caused by the prostiva rf generator."